Event description:
It was reported the patient's blood glucose level (bg) rose to above 13.9 mmol/l (>250 mg/dl) while wearing the pod between 5 and 24 hours. The pod reportedly was coming loose from the infusion site (abdomen), causing the cannula to dislodge. As treatment, a new pod was placed.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula. The exact cause of the reported dislodging could not be determined. The adhesive pad and welds were inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the reported adhesive issue could not be determined. In the download data rotational senor issues were observed, resulting in an 0x42 alarm during the run. An 0x42 alarm indicates rotational sensor minimum pulses between safety sensor transition. The device was reset and rerun, but the device did not replicated the the rotational sensor issue. Inspection of the drive mechanism found contamination on the commutator cap. As the rerun did not replicate the observed malfunction it could not conclusively be determined if the observed contamination caused the rational sensor issue in the original download data. However it could be concluded that the observed abnormalities did not caused he reported symptom codes.